Event description:
Initial result for a patient hcg was 50000 miu/ml. When repeated, the result was 1100 miu/l. The incorrect result ws not used to guide therapy. The field service representative was unable to determine a reason for the discrepancy.